Event description:
The adhesive portion of the grounding pad had caused the patient's skin to become irritated.

Manufacturer narrative:
Conmed was in receipt of the sample in question. The manufacturing records were reviewed and the product was produced according to current and approved procedures and material specifications. It is unknown if the user had removed the grounding pad per the indications for use (IFU). However, conmed's distributor stated the user used water to moisten the pad for removal. The IFU states, " rapid removal may cause skin reaction."

Manufacturer narrative:
Conmed has not received the device in question. Once the device is received and evaluated, a follow-up report will be sent. The user-facility had complained that the adhesive strength of the grounding pad was too strong. The patient had received a minor injury, however, the reporter could not confirm that medical intervention was not performed. To be consistent and conservative, conmed is notifying the FDA of this injury.